Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergy states that the patient reported of placement of total hip prosthesis right on (B)(6) 2016, ceramic prosthesis. Later, patient did follow up with the orthopedic surgeon monthly, then quarterly. Patient's recovery was good with physical therapy and in 2017 patient was already doing functional training with a specialized professional in geriatrics, knowing a lot about rehabilitation and limits. Patient followed all the guidelines for caring the prosthesis, including strengthening exercises to avoid dislocation of the prosthesis, that is, to leave the place. However, on (B)(6) 2017 fragments began to appear on x-ray images, they concluded that the ceramics referring to the acetabulum were broken. Patient also states that emotional damages were inherent to everything patient went through and patient is also away from his/her job due to recovery, which limits him/her financially enough.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.